Event description:
It was reported that after having been implanted approximately half way into the bone, the surgeon reported feeling the implant give. The driver was removed from the patient and at this time it was discovered that the implant had broken in half. The proximal end of the implant remained attached to the driver, while the distal end remained in the bone. There was no attempt to remove the fragment. The surgeon reported that the implant had compressed the bone plug, and that the threads of the remaining implant had good fixation within the bone. The surgeon then tested fixation by pulling on the tendon graft and aggressively cycling the knee. The surgeon reported the fixation as satisfactory. Bone preparation was done by first notching, then dilating with 6 mm dilator. The procedure was an acl reconstruction.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.